Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had defect in the screen that look like a burn and makes it hard to view the setting. The customer¿s blood glucose level was unknown. The customer stated that insulin pump had a large crack from the top left corner near the battery cap down to the corner of the screen. Customer stated that there was also a crack through the reservoir screen to the harder plastic over to the screen and glass was cracked of the insulin pump. The insulin pump will not be returned for analysis.